Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, one device cracked and the sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation, with all photos showing a tube leaking blood and contaminating the work area. A visual inspection was performed on 30 retained samples for damages, and no failures were observed. Additionally, 10 retained samples were inspected for brittleness, and 1 sample failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, one device cracked and the sample leakage. No adverse impact was reported regarding the patient or user.